Event description:
Single lumen infusion catheter-slic-inserted in the or using a percutaneous sheath introducer kit. Following surgery the pt was transferred to the ICU where the medical team was not familiar with the slic. Per procedure the introducer sheath was cut so the line could be changed over a wire. The slic migrated into the pt's left pulmonary artery which required vascular interventional radiology-vir-guided retrieval of the foreign body.